Manufacturer narrative:
Additional information: h6- work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.0/2.0/4 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. Intraoperatively the lens was removed due to the lens has tore during injection/delivery into the eye. There was no patient injury. The problem was resolved. The cause of the event was reported as unknown.